Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump did not turn on after the pump reboot step of the device update process. Reportedly, when the device updater prompted to manually reboot the pump, the pump was unplugged then reconnected; however, the pump did not turn back on. Reportedly, an error occurred; however, the reporter was unable to provide a specific error code and reported the reboot issue was the cause of the issue. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.